Event description:
It was reported that upon deployment of a vena cava filter, two filter legs were crossed and the filter was tilted. The filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process, and the quality control testing. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned. Images were provided. Based upon the image review, the complaint investigation is inconclusive for filter tilt; however, it is confirmed for crossed filter limbs. Based upon the available information, the definitive root cause is unk. It is unk if pt and/or procedural factors contributed to the reported event. Potential complications: failure of filter expansion/incomplete expansion; filter tilt; filter malposition.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file was missing patient data. Spoke with international representative regarding patient information missing from the file and was advised that (B)(6) has a privacy laws that prohibits the transfer of patient data. Therefore, the patient details are unobtainable.